Manufacturer narrative:
D4 has been corrected from '13e318' to '12e318'.

Event description:
It was reported that a vlift expander fractured during implant placement intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that a vlift expander fractured during implant placement intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Visual: the shaft is fractured off of the knob. Material analysis: material analysis was performed on the similar device with the same failure mode and concluded that the shaft fractured away from the knob in a ductile overload mode likely caused by multiple directional forces applied onto the knob. Device history records were reviewed for this lot, no relevant issues were identified in the manufacturing records. Similar complaints were identified. Complaint history review was performed and similar complaints were found for the reported lot. The surgical technique of vlift emphasizes that the expander should be perpendicular to the implant during assembly and insertion. If the implant is perpendicular to the expander, this should prevent excessive cantilever loads. Per the sales rep, excessive force was applied to the instrument. Based on the provided information, and the age of the device, the plausible root cause of the reported event is normal wear and tear and excessive force applied during use.

Event description:
It was reported that a vlift expander fractured during implant placement intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.